Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, cautery could not be achieved with the snare and the physician was unable to cut through the target polyp, which was reported to be very large. It was then found that the snare loop could not be freed from the mass, so the physician cut off the handle of the snare and aborted the procedure. No bleeding occurred from failed attempts to cauterize or extricate the snare loop, and it was confirmed that a non-bsc generator was used during this procedure. The following day, the patient underwent colonoscopy with biopsy of the polyp and subsequent removal of the snare. The patient's condition following the second procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.